Event description:
A report was received that the patient's precision system was explanted due to an infection at the ipg pocket site. The physician prescribed the patient antibiotics for the infection.

Manufacturer narrative:
The explanted device was discarded by the medical facility, and will not be returned for evaluation.